Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by ¿pd fluid became cloudy¿. The cause of the peritonitis was unknown. On the same day as event onset, the patient was hospitalized for peritonitis. The same day as hospitalization the patient was treated with intraperitoneal (ip) injection megnova (1g, daily, for three days) and ip injection vancomycin (1g, every fifth day, for three days) for peritonitis. It was reported the patient was recovering from the peritonitis event. On an unreported date, the patient was diagnosed with sepsis. The cause of sepsis was unknown. Treatment for the sepsis event was not reported. Three days after hospitalization the patient passed away (in the evening). The cause of death was reported as due to sepsis. An autopsy was not performed. Dianeal and extraneal therapies were ongoing until the time of death. No additional information is available.